Manufacturer narrative:
Based on the information provided, no conclusions can be made as to the cause of the patient post-op pain. A lot number was not provided, therefore, a review of the manufacturing records is not possible. The actual age of the patient was not provided, but reported to be in her 20's. The actual date of explant was not provided but was reported to be four months post implant. Not returned - mesh explanted.

Event description:
As reported on (B)(6) 2021, the patient was implanted with perfix plug. As reported, one-month post-implant the patient developed pain. The pain did not improve, and the mesh removed four months post implant.

Event description:
As reported on 23-nov-2021, the patient was implanted with perfix plug. As reported, one-month post-implant the patient developed pain. The pain did not improve, and the mesh removed four months post implant.

Manufacturer narrative:
Based on the information provided, no conclusions can be made as to the cause of the patient post-op pain. A lot number was not provided, therefore, a review of the manufacturing records is not possible. The actual age of the patient was not provided, but reported to be in her 20's. The actual date of explant was not provided but was reported to be four months post implant. Addendum: h.11: this is an addendum to the initial emdr submitted. This supplemental emdr is submitted to correct the explant date. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.